Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope light guide lens appears to contain signs of moisture inside. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Dirt (foreign matter) was confirmed inside the light guide (lg) lens, but the dirt (foreign matter) was not able to be identified. The foreign matter is not on the outer surface of the scope, so the reprocessing process was unable to remove. It is likely that due to mechanical stress, the adhesive around the lg lens peeled off, allowing moisture to get into the lg lens, causing corrosion. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.